Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx aortic cuff was implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology and vessel morphology are unknown and the aortic neck had a 35-40 degree angulation. It was reported that bifurcated stent graft was usccessfully deployed below the renal arteries; however, upon removal of the delivery system the physician encountered difficulties while pulling the taper tip back and the tip peeled one side of the stent graft inwards. The physician was able to release the taper tip with the use of a sheath after which the delivery stystem was removed from the pt without further complication. It was reported that the stent graft did not move from its originally deployed position and a reliant balloon was used to ensure the stent graft was adequately expanded. No clinical sequelae were reported, and the pt is reported to be fine.